Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose of 30 mmol/l and had no delivery even after changing several reservoir and infusion set. Customer performed troubleshooting and the insulin did exit after changing reservoir. Product will not be returned for analysis.